Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer 's pump delivered a 0.1 unit bolus that was in the pump history but the customer was not aware of delivering the bolus. The customer¿s blood glucose level was unknown at the time of the incident. The caller was calling about the cyber security letter they had received. Troubleshooting was not completed but the pump may be uploaded to check the data. The insulin pump will not be returned for analysis.